Manufacturer narrative:
The physician then decided to surgically abandon and replace the rv lead. When attempting to place the new rv lead, the physician experienced difficulty with access from the patient's left side; therefore, access was obtained on the patient's right side and then tunneled over to the left. There were no issues with the implant, however when the physician started closing the pocket, the pulse oximeter dropped to the high 80's and arterial line pressure dropped to 80/50 range. The anesthesiologist intubated the patient to stabilize the oxygen saturation and epinephrine was given to stabilize the arterial pressure. Eventually the oxygen saturation and arterial line pressure dropped again and a code was called. The patient went into ventricular tachycardia (vt) and ventricular fibrillation (vf) and the patient was stat shocked through the device five times. Cardiopulmonary resuscitation was started. Pulmonology was brought in and a bronchoscopy was performed, which showed bleeding in both lungs and a clot on the left lung. The left lung eventually collapsed and after over an hour and 15 minutes of CPR, the anesthesiologist called the code and the patient was pronounced deceased. There were no allegations against the boston scientific products. The cause of the internal bleeding was not known; however, the physician did not believe the patient sustained a perforation or penumothorax. An autopsy was discussed, however the field representative was not aware if the family consented to it or not. The products are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with a cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had intermittent high shock impedance measurements greater than 200 ohms since (B)(6) 2015. When testing the impedances in different configurations, the right atrial (ra) to can was 180 ohms, the rv coil to ra coil was 160 ohms, and the rv coil to can was normal (75-80 ohms). There was concern that the df1 pin for the proximal coil was bad. Since the patient was pacemaker dependent, it was decided to have the patient undergo a revision procedure, even though threshold measurements were stable at 0.7v/0.4ms and pace/sense impedances were stable between 800-900 ohms over the last year. During the procedure, the physician unscrewed the df1 pin, reinserted, and tested with no change in impedances. Shock impedances were consistent to what was observed prior to the procedure. The out of range impedances were unable to be reproduced in the clinical setting.